Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00x24 synergy drug-eluting stent was selected for use to treat the lesion. However, during the procedure outside of the patient, the stent was detached. The procedure was completed with a 4.0x24 promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 24 x 4.00mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the mid-body of the stent length received the most damage; stent struts were pulled, stretched, misaligned and distorted. There were three stent struts on one end that did not show any sign of damage. The balloon cone profiles were reviewed and no issues were noted, the balloon wings appeared open, this may have been as a result of the wings relaxed having no stent attached. A stent protector was returned for analysis with the device however this was not a promus premier stent protector. All profile readings are within product specification. A visual and tactile examination found no issue with the hypotube profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that a 24 x 4.00 promus premier¿ drug-eluting stent was used during the procedure and not a 4.00x24 synergy¿ drug-eluting stent as previously reported.

Manufacturer narrative:
Upn- search corrected from h7493926224400 - synergy ous mr 4.00 x 24 - 39262-2440 to h7493925124400 - promus premier ous mr 24 x 4.00 - 39251-2440. Upn corrected from h7493926224400 to h7493925124400. Catalog/model # corrected from 39262-2440 to 39251-2440. Device lot number corrected from 18465890 to 18091148. Device expiration date corrected from 03/26/2017 to 11/04/2016. Device manufactured date corrected from 10/15/2015 to 06/24/2015. (B)(4).

Event description:
It was further reported that a 24 x 4.00 promus premier&#10244;rug-eluting stent was used during the procedure and not a 4.00x24 synergy drug-eluting stent as previously reported.